Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('device removal') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, migraine and endometriosis. Previously administered products included for endometriosis: femilar. Concurrent conditions included obesity. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced complication of device insertion ("left coil did not go in"). On (B)(6)2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("tiredness"), musculoskeletal pain ("muscle and joint pain") and irritable bowel syndrome ("ibs type symptoms") and was found to have blood thyroid stimulating hormone abnormal ("fluctuation tsh values"). The patient was treated with surgery (laparoscopic salpingectomy). Essure was removed on (B)(6)2020. At the time of the report, the medical device removal, fatigue, blood thyroid stimulating hormone abnormal, musculoskeletal pain, irritable bowel syndrome and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered blood thyroid stimulating hormone abnormal, fatigue, irritable bowel syndrome, medical device removal and musculoskeletal pain to be unrelated to essure. The reporter commented: events onset date: 2013-2014. Essure was removed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2020: quality safety evaluation of ptc. We received a device sample in this case. A technical investigation was conducted and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('device removal') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, migraine and endometriosis. Previously administered products included for endometriosis: familiar . On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced complication of device insertion ("left coil did not go in "). On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("tiredness"), musculoskeletal pain ("muscle and joint pain") and irritable bowel syndrome ("ibs type symptoms") and was found to have blood thyroid stimulating hormone abnormal ("fluctuation tsh values"). The patient was treated with surgery (laparoscopic salpingectomy) and essure was removed on (B)(6)2020. At the time of the report, the medical device removal, fatigue, blood thyroid stimulating hormone abnormal, musculoskeletal pain, irritable bowel syndrome and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered blood thyroid stimulating hormone abnormal, fatigue, irritable bowel syndrome, medical device removal and musculoskeletal pain to be unrelated to essure. The reporter commented: events onset date: 2013-2014. Essure was removed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.